Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the following was observed: the platform appeared to have been dropped resulting in the top cover, front enclosure and bottom enclosure being damaged. Functional testing was performed and the reported user advisory 7 (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. Further inspection identified the cause to be a single point load cell that was not functioning properly. A review of the archive was performed and no issues were observed on the reported event date of (B)(6) 2014. However numerous ua 7 faults were observed on (B)(6) 2014. Based on the investigation, the parts identified for replacement were the single point load cell, top cover, front enclosure, and bottom enclosure. In summary, the reported complaint was confirmed during functional testing as well as archive review and was attributed to a single point load cell not functioning properly. Following service, including replacement of the damaged parts and non-functioning load cell, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.